Manufacturer narrative:
(B)(4) the sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. The cuff could not stay inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the pilot balloon indicating there was a leak. The leak was observed on the inflation tube of the product, near the side arm. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is 100% inflation and leak testing conducted during the manufacturing process whereby any leakage would be detected prior to release from the manufacturing facility.

Event description:
It was reported that "the doctor found the pilot balloon leaking during procedure". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found the pilot balloon leaking during procedure". No patient injury or harm reported. Patient condition reported as "fine".